Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's l4 and l5 drg leads had migrated. During the procedure, the s1 lead was pulled out. As such the l5 and s1 leads were explanted and replaced. The l4 lead was repositioned.